Event description:
Customer reported there are vertical lines in the live image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. System operates as intended.